Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a trial procedure on (B)(6) 2020 the patient suffered a dural tear while inserting the lead and clear drainage was observed. In turn, the lead was removed and the trial procedure was abandoned. The patient experienced headache. As such, a blood patch was performed on (B)(6) 2020 to address the issue. Reportedly, the headache has been resolved.